Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a stenting and a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs) and a non-penumbra microcatheter. It was reported that the patient underwent a prior coil embolization procedure on (B)(6) 2020 using a pod coil as a preliminary treatment of endovascular repair (evar). It was also noted that the patient anatomy was tortuous, calcified and narrowed. During the procedure on (B)(6) 2020, blood flow was confirmed in the iia. The physician made two attempts to advance the pod pc into the target vessel; however, 10 centimeters of the pod pc became partially stuck in the microcatheter and 50 centimeters partially in the target vessel. It was reported that there was tension between the pod pc and the pusher assembly connector of the pod pc. Therefore, the physician decided to remove the pod pc. However, while retracting the pod pc, it unintentionally detached. The physician was unable to push the pod pc into the target vessel. The physician the decided to remove the detached pod pc using a gooseneck snare. While retrieving the pod pc with the gooseneck snare device, the pod pc unraveled. Subsequently, the physician was able to retrieve a part of the pod pc (20 centimeters) and pushed the rest of the pod pc into the target vessel. The procedure was completed by stenting. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pe fibers were fractured. The proximal constraint sphere was intact with the proximal end of the embolization coil and the embolization coil was unraveled. The pusher assembly was not returned for evaluation. Conclusions: evaluation of the returned pod pc confirmed that embolization coil stretch-resistant (sr) component was fractured. If the embolization coil is forcefully retracted against resistance, the sr component may fracture. Forceful retraction likely caused the detachment and coil fracture reported in the complaint. If the sr component becomes fractured, the coil will likely unravel upon any further manipulation. Attempts to snare the device likely contributed to additional damage found on the returned device. The pusher assembly was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.